Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that her daughter's insulin pump continues to receive low battery alerts. The patient's blood glucose at the time of incident was 220 mg/dl. Troubleshooting was initiated for the low battery issue. It was confirmed that the previous battery lasted more than a week. The mother was advised that the average battery life is about a week. The alarm history was reviewed: there were multiple low battery alarms but also a motor error alarm. The mother also confirmed that there was mild corrosion within the battery compartment and battery cap. The customer was advised to clean the battery compartment and battery cap with a dry cotton swab, and insert a new aaa alkaline battery. The mother was told to monitor the pump and call if problems recur. No products were shipped or returned.